Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer reported the force bipolar broke off inside the patient. It broke off where the carbon fiber meets the steel. The fragment was retrieved with a backup instrument. The fragment is available for return. The surgeon was dissecting when the fragment fell into the patient. The fragment did not fall during an instrument collision. The instrument wrist was not straightened upon removal through the cannula. No image or video is available for review. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Isi has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 471405-06/lot # k10220620-0403) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 11 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirms. Failure analysis investigation confirmed/replicated. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The force bipolar instrument was found to have the main tube broken. No material was found to be missing. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. An additional observation not reported by the site was also observed. The force bipolar instrument was found to have a broken grip cable at idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. Other cables at the wrist were not damaged. The root cause of broken - distal instrument grip cables is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.